Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose decreased to the 30's mg/dl which was addressed with the customer consuming food. Reportedly, the customer alleged the cause for bg was due to not receiving readings from non-tandem continuous glucose monitor.